Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for tfna removed and total hip replacement surgery due to cut out. The device was implanted two years ago. It was unknown if the removal and replacement surgery completed successfully. There were patient consequences are reported. Concomitant device reported: unk - end caps: tfna: (part# unknown; lot# unknown; quality:1). Unk - screws: nail distal locking: (part# unknown; lot# unknown; quality: 1). This complaint involves two (2) devices. This report is for (1) tfna fenestrated helical blade 110mm. This report is 2 of 2 for (B)(4).